Event description:
Angioplasty of lad completed. Left iliac angio completed. Arterial sheath removed with perclose device by dr. Perclose device became stuck in left femoral artery. Pt sent to o.r. For surgical removal of perclose device.